Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported visible smoke while charging their adc freestyle libre reader. Customer further reported "smoke started to come out of the reader device when it was plug into charge".

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported visible smoke while charging their adc freestyle libre reader. Customer further reported "smoke started to come out of the reader device when it was plug into charge".